Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed as no product was returned for evaluation. Additionally, a specific cause for the patient¿s driveline and pump pocket infection, as well as the reported sepsis could not be conclusively determined. The reported power elevations could not be confirmed as no log files were provided by the account, and a specific cause for these events could not be determined. Furthermore, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events, as well as a direct correlation between the suspected thrombosis and the reported events could not be conclusively established through this evaluation. The account reported that the patient was admitted on (B)(6) 2020 due to abdomen pain with a positive driveline infection. The patient underwent an exploratory surgery and pus was found on the pump and outflow graft. The patient was treated with intravenous (IV) antibiotics and a pump exchange was discussed; however, the patient had an issue with caregiver support, so the surgery was delayed. The patient was placed on a heparin drip during the entire hospitalization with daily lactate dehydrogenase (ldh) monitoring and ventricular assist device (vad) interrogation. The patient¿s ldh had started to trend upwards, but the heparin drip was adjusted which improved the value. The pump exchange was eventually scheduled; however, the patient suffered a sudden change in clinical status which left the patient too decompensated to proceed with the procedure. Power spikes were observed followed by a decrease in power at the time of the event. The patient¿s ldh also suddenly rose to 1430; however, the patient remained asymptomatic at this time. A 3d computed tomography (CT) angiogram (angio) of heart, echocardiogram (echo), and CT of the abdomen were taken. The results were negative for thrombus / pulmonary embolism (pe). Later, the patient reported a sudden onset of pain in the jaw, neck, and back and experienced shortness of breath (sob). The patient became severely hypoxic and was started on the bi-pap for the night. The patient also complained of a lack of sensation and coldness in the right foot and was found to have barely doppler-able pulses and foot / toe ischemia. The patient¿s symptoms suggested showering emboli and the patient was transferred to the cardiac surgery intensive care unit (csicu) on bi-pap. The following day, the patient continued to decline. The patient became anxious, more acidotic, and exhausted and was intubated at bedside. The patient had been taking milrinone and dobutamine; but was quickly escalated to need norepinephrine, vasopressin, and epinephrine. Care / surgical options were discussed again; however, it was decided that the patient was too decompensated to proceed with a pump exchange as it could not promise a positive outcome in the setting of the patient¿s sepsis and florid infection. The medical team decided to place the patient on comfort care measures. A do not resuscitate decision was made and the patient was started on a morphine drip to facilitate comfort. The patient¿s vad was terminated and the patient passed peacefully on (B)(6) 2020. Although the patient¿s death was considered to be device related, it was reported that the pump had operated as expected and no alarms were observed. It was also communicated that heartmate ii lvas, serial number: (B)(6), would not be returned for evaluation. The hmii lvas IFU lists infection, sepsis, hemolysis, and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis as well as how to respond to such events and provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. The hmii IFU and patient handbook also provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. In reference to power, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for abdominal pain, the patient was positive for a driveline infection. The patient underwent exploration and found pus on the pump/outflow graft. The patient was treated with intravenous antibiotics. A pump exchange was discussed but was delayed because of issues with caregiver support. When the patient was scheduled for the pump exchange the patient had a sudden change of clinical status which resulted in the patient being too decompensated to proceed with surgery. The patient was place on heparin drip during the entire hospitalization with daily ldh (lactate dehydrogenase) monitoring and lvad (left ventricular assistive device) interrogation. The ldh started to trend up, the heparin was adjusted which improved the ldh. A 3d CT( 3 dimensional computerized tomography) angio of the heart, an echo, and CT of the abdomen were taken which was negative for thrombus. Symptoms were not present during power spikes and ldh elevation which was treated with heparin. Symptoms were sudden when the patient complained of sudden onset of pain in their jaw, neck, back and purple toes along with shortness of breath. The cause of death was a sudden decompensation the night before expiration. The patient became severely hypoxic, the patient was started on a bipap machine and continued through the night. The ldh value was 1430, noted pump thrombosis. The patient had a lack of sensation and a cold right food with a weak pulse. And the foot/toe was ischemic, which suggested a showering emboli. The patient was transferred to csicu (cardiac surgery intensive care unit) while on bipap. The next day the patient continued to decline, the patient became anxious, more acidotic, exhausted, and was intubated at bedside. The decision was made to have the patient be placed on comfort care. The patient was placed on a morphine drip and made comfortable and passed peacefully. The death was reported to be device related. The device operated as expected and no alarms were reported.